Event description:
The complainant alleged that during routine shift check by a clinician, the device displayed an intermittent "test failed" message during self test. The comnplainant indicated that there was no pt involvement in the reported malfunction.